Manufacturer narrative:
A siemens regional support center (rsc) specialist evaluated the instrument files. It was discovered that two samples were added to the advia chemistry instrument but the buffer was full and an error flag presented, delaying the samples for 10 and 20 minutes. The specialist could not find the third sample identification number in the log files. To improve the turn around time, rsc changed the centrifuge dwell time from 12 minutes to 8 minutes. Siemens is investigating this issue.

Event description:
Three patient samples did not meet the customer's turn around time of less than one hour requirement for "stat" samples. There are no known reports of patient intervention or adverse health consequences.

Manufacturer narrative:
The initial MDR 2517506-2016-00471 was filed on november 28th, 2016. Additional information (12/01/2016): a siemens headquarter support center (hsc) specialist concluded that it appears the failure to meet the turnaround time for the samples in question was caused by a delay at the advia chemistry analyzer buffer, caused by an instrument error "buffer full". The instrument is performing according to specifications. No further evaluation of the device is required.